Manufacturer narrative:
The following devices were also listed in this report: 6.5mm low profile hex screw 30mm; cat# 7030-6530; lot# m3uj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right hip revision. Pt. Presented with signs of sciatic nerve irritation from an acetabular screw following a tha. Dr. Opted to remove the offending screw(s) and replace the head and liner along with a though irrigation and debridement of scar tissue. No complaints filed against the components themselves, no further info available.